Event description:
It was reported that the physician inspected the balloon dilation catheter prior to operation for a patient with urethral stenosis and no problem was noted. However, the pressurization pump leaked water during dilatation for the patient. The event included extra operation and drug therapy. Per follow-up information received from ibc on (B)(6) 2022, the extra operation and drug therapy they had was the replacement of new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician inspected the balloon dilation catheter prior to operation for a patient with urethral stenosis and no problem was noted. However, the pressurization pump leaked water during dilatation for the patient. The event included extra operation and drug therapy. Per follow-up information received from ibc on 05aug2022, the extra operation and drug therapy they had was the replacement of new device. Per follow-up information received from ibc on 12aug2022, stated that there was no extra operation and drug therapy to replace the new device.

Event description:
It was reported that the physician inspected the balloon dilation catheter prior to operation for a patient with urethral stenosis and no problem was noted. However, the pressurization pump leaked water during dilatation for the patient. The event included extra operation and drug therapy. Per follow-up information received from ibc on 05aug2022, the extra operation and drug therapy they had been the replacement of a new device. Per follow-up information received from ibc on 12aug2022, stated that there was no extra operation and drug therapy to replace the new device.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.